Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was charged and there was possibly some swelling- the hcp indicated that there was no swelling but the representative thought there might have been some swelling over the ins. This visit was a follow up visit after implant to teach the patient how to charge. The representative indicated the screen was going from screen 76 (poor recharge) and screen 14 (position recharger over ins). The representative was able to communicate and receive excellent coupling. They indicated that they might not have had the recharger directly over the ins. No further complications reported. Additional information was received reporting that the recharger was not recharging "the way it should" and it was taking too long to charge. The patient would charge for 45 minutes and the implant would only charge to 30%. It was noted the patient was on mode 4 with excellent coupling. A replacement recharger was sent to the patient. No symptoms were reported for the patient and no further complications were reported or anticipated. Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they just had surgery to move the ins from where it was two weeks ago tomorrow. Pt did not provide the reason for the ins revision surgery. Pt stated that the recharger (rtm) was not working and that the equipment was not working to communicate with and recharge the ins. Pt stated that when they tried recharging the ins, the controller would say looking for device and then no device found. Pt confirmed that there was no apparent damage to the rtm and that the rtm was not getting hot while trying to recharge the ins. Patient services (pss) asked the pt to attempt to recharge the ins during the call; pt stated that no device found displayed. Pss reviewed passive recharge mode with the pt and had the pt select recharge on the no device found screen. Pt stated that the three numbers on the trying to recharge screen displayed as 100 100 100. Pss had the pt move the rtm away from the ins site and pt stated that the three numbers on the trying to recharge screen stayed the same. When asked for the event date, pt stated that it was the first time that they tried to recharge the ins after the ins revision surgery that the ins wouldn't recharge. The issue was not resolved. The patient was sent out a replacement recharger (rtm). No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). The patient reported that the reason for the surgery to move the implantable neurostimulator (ins) was that the patient was experiencing pain in their spine. The patient reported that after moving the battery pack, they are doing so much better. They are still recovering from the surgery but the pain is controlled fine. They feel so much better.